Event description:
It is reported that the patient's greater trochanter was fractured due to the straight inserter handle contacting the bone. This caused about a 15-20 minute delay in the case due to the need to cable the greater trochanter back in place.

Manufacturer narrative:
It was determined the root cause is attributed to user error due to incorrect instrument selection. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.